Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was returned and analyzed. The overlay tubing of the lead was extrinsically breached due to melting. The overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had insulation damage and that there was blood inside the insulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.